Manufacturer narrative:
"Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Submitting this regulatory report in reference to medwatch form #: 1625507-2018-00080. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the foot pedal malfunctioned and caused patient harm during the procedure. The hcp also noted that the perforator kept spinning with no pressure on the foot pedal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was reported that the drill did not shut off and the motor and perforator continued to drill into the sinus. It was also confirmed that the patient suffered a small, non-clinically relevant stroke after surgery. No further information was provided on the patient current status.